Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. In addition, an air bubble was found in one of the tubings. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted, if the device is received.